Event description:
An explanted polyethylene size 5, 11 mm ps tibial insert was returned from a revision surgery. Infection was found in the knee joint. The surgeon elected to replace only the tibial insert and replaced it with a thicker 14 mm ps tibial insert.